Event description:
In 2003, patient received initial injection of supartz in their left knee. 6 days later, patient received 2nd injection of supartz in their left knee. 6 days later, the patient was admitted to the hospital due to what a doctor calls a "local reaction" to supartz. Patient experienced swelling, inflammation, chills and fever. 4 days later, the patient recovered and patient was discharged from the hospital.